Event description:
Fast flow complaint. Pump emptied in approximately 24 hours set at 8. Actual device discarded. Fill volume: 400 ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and evaluation of sample submitted. The device involved in this incident was not available for evaluation and investigation, but a new, unused sample from the same lot was provided for testing. Without the actual product or lot number, a complete analysis cannot be conducted. The new, unused pump was filled with normal saline solution to the nominal fill volume of 400ml and flow rate accuracy test was conducted. The pump functioned within specification. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.